Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set leaked. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d3: device manufacturer name: baxter international inc. (Previously submitted as baxter healthcare corporation) additional information: h3, h6 and h11. H11: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye identified a broken occluder leg beneath the twist clamp. Functional testing including leak, clear passage and clamp function testing were performed; leak and clamp function testing identified a leak through a closed twist clamp due to the broken occluder leg. The reported condition of leak at the female connector was not verified. A leak through a closed twist clamp was identified. The cause of the leak through a closed twist clamp was due to the broken occlude leg. The cause of the broken occlude leg could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.